Event description:
A pt reported blood glucose results of 5.4mmol/l, 6.9mmol/l and 8.9mmol/l with a lifescan meter, performed within 11 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stripsfor eval, but has not yet rec'd them. If either the meteror strips are returned, lifescan will eval it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.